Manufacturer narrative:
Further information was requested but not received.

Event description:
During a clinic follow-up, episodes of myopotential oversensing, far-field p wave oversensing, and r wave amplitude variation were observed on the right ventricular (rv) lead. The rv lead was explanted and replaced to resolve the event. The patient was stable and will continue to be monitored.

Event description:
Corrected information was received that an additional surgery was not performed to address the right ventricular (rv) lead, but instead no intervention has been performed at this time. The patient was stable.